Event description:
A clinical study reported that after a surgery a patient experience elevated intraocular pressure (iop) and medications were provided as a measure. An ophthalmic gas was used during the procedure. The symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).